Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: fairview. (B)(6), md. History and physical. Pre-op diagnosis: vesicular rectal fistula. Chief complaint/ reason for procedure: has rectal bladder fistula. Indications: [illegible] to have urine [illegible]. History of present illness: had previous surgery for diverticulitis and developed bladder rectal fistula and needs repaired. Past surgical history: diverticulitis. Bladder stone removed. Exam: weight 222 lbs. Exam: right lower quadrant ileostomy. Impression/plan: rectal vesicular fistula, diverticulitis, preop. Proceed to surgery. (B)(6) 2006: (B)(6) center. (B)(6), md. Operative report. Preoperative diagnoses: rectovesical fistula with stricture at the site of previous colorectal anastomosis. Status post laparotomy, sigmoid colectomy, colostomy, and hartmann pouch for perforated diverticulitis. Status post takedown of colostomy and hartmann pouch and restoration of continuity. Status post emergency re-exploration for sepsis with construction of proximal loop ileostomy and drainage of pelvis. Postoperative diagnoses. Rectovesical fistula with stricture at the site of previous colorectal anastomosis. Status post laparotomy, sigmoid colectomy, colostomy, and hartmann pouch for perforated diverticulitis. Status post takedown of colostomy and hartmann pouch and restoration of continuity. Status post emergency re-exploration for sepsis with construction of proximal loop ileostomy and drainage of pelvis. Extensive adhesions. Name of operation: cystoscopy with ureteral stent placement bilaterally per dr. (B)(6). Exploratory laparotomy with: 1) extensive enterolysis (3-1/2 hours). 2) low anterior resection of rectosigmoid at the site of previous colorectal stricture and rectovesical fistula. 3) mobilization of splenic flexure. 4) left hemicolectomy. 5) division of rectovesical fistula. Repair of bladder at the fistula site per dr. (B)(6). Double-stapled colorectal anastomosis at 8 cm. Omental pedicle graft to pelvis. Placement of penrose drain in pelvis. Operative procedure: ¿extensive adhesions were encountered, and it took approximately 3-1/2 hours of continuous work using a combination of sharp and blunt dissection to free all of the small-bowel adhesions which were dense and located throughout the entire abdomen. Part of the problem was that the omentum was extensively adherent to the small-bowel loops and there was evidence of old abscesses both in the left upper quadrant and in the pelvis as we dissected all of these free. We had to do this in order to gain exposure of the colon at the splenic flexure level and also in the pelvis. Ultimately, we were able to free the adhesions. I did not take down all of the small-bowel adhesions where there were loop-to-loop adhesions that were clearly not obstructing or causing potential problems.¿ (B)(6) 2006: (B)(6) center. (B)(6), md. Operative report. Pre-procedure diagnosis: rectovesicular fistula. Postoperative diagnosis: rectovesicular fistula. Name of operation: cystoscopy. Bilateral ureteral stent placement. (B)(6) 2006: (B)(6) center. (B)(6), md. Intraoperative consultation. Reason for consultation: colovesical fistula with need for cystectomy, removal of a bladder calculus, and complex cystorrhaphy. (B)(6) 2006: (B)(6) center. Nurse notes. Asa: 2. (B)(6) 2006: (B)(6) health services. (B)(6), md. Discharge summary. Admit date: (B)(6) 2006. Discharge date: (B)(6) 2006. Discharge diagnosis: colovesical fistula, status post fistula repair. History of present illness: 48-year-old with history of perforated diverticulitis dating back to (B)(6) 2005. Status post sigmoid colectomy and colostomy, status post colostomy takedown, and status post ileostomy, all done at an outside hospital. Subsequently developed a colovesical fistula and was referred here for repair of fistula. Hospital course: following surgery, was extubated and brought to floor with penrose drain and foley catheter in place. Had complex but uneventful operation including 6 hours of lysis of adhesions. Nasogastric tube taken out after several days and abdomen remained benign, nontender and nondistended. Foley catheter will remain in place for 4 weeks. Discharge instructions: follow up with urology in 1 week. Follow up with dr. (B)(6),(B)(6) clinic in 1 week. (B)(6) 2006: fv roi vendor. (B)(6), md. Operative report. Preoperative diagnoses: temporary loop ileostomy, status post perforated diverticulitis with hartmann pouch, status post construction of loop ileostomy for management of colovesical fistula, status post laparotomy to repair colovesical fistula, and redo anastomosis. Postoperative diagnoses: temporary loop ileostomy, status post perforated diverticulitis with hartmann pouch, status post construction of loop ileostomy for management of colovesical fistula, status post laparotomy to repair colovesical fistula, and redo anastomosis. Name of operation: takedown of loop ileostomy with side-to-side functional end-to-end anastomosis. Operative procedure: ¿we then palpated within the abdomen, and there were some adhesions along the midline wound, but I did not disturb those.¿ (B)(6) 2006: (B)(6) center. (B)(6), md. Emergency room visit. Noted ¿painful bulge¿ at site of prior colostomy. Intermittent crampy pain ¿like spasms.¿ migration to rectum. Social history: smoker. Exam: abdomen: positive ventral hernia easily reducible. Impression/plan: ventral hernia reducible. Constipation. Disposition: home. (B)(6) 2007: [facility ni, not indicated]. (B)(6)md. History and physical. Weight 227. Social history: smoker: 1 pack a week. Alcohol: none. Type of surgery anticipated: laparoscopic ventral hernia repair with mesh. History of present illness: had 7 previous operations for diverticulitis and complications. Type of anesthesia anticipated: general. Exam: abdomen: has multiple scar and ventral hernia. Impression/plan: ventral hernia [illegible] to previous surgery for diverticulitis. Preoperative orders: per dr. (B)(6). Implant procedure: laparoscopic repair of ventral hernia x2. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/04876137, 36 cm x 24 cm x 1 mm]. Implant date: may 30, 2007 (hospitalization (B)(6) 2007). (B)(6): (B)(6), md. Operative report. Preoperative diagnoses: ventral hernia, status post multiple abdominal surgeries. Postoperative diagnoses: ventral hernia x2, status post multiple abdominal hernias [sic]. Surgeon: (B)(6), md. Assistant: (B)(6), pa-c (please note that (B)(6) was scrubbed due to unavailability of a qualified surgical resident). Estimated blood loss: 75 ml. Specimens: hernia sac to pathology. Drains: none. Complications: none. Operative indications: mr. (B)(6) is a pleasant 49-year-old man who has undergone multiple abdominal surgeries for colonic diverticulitis and complications related to this diagnosis and surgical repair. He has healed up well from this and currently has at least 1 large hernia associated with his previous abdominal incisions. One hernia is in a supraumbilical location and he had a second in the infraumbilical location just left lateral. By CT scan, he has associated bowel in at least one of these hernias. The patient was presented with both the possible approaches including laparoscopic and open. The patient wished to pursue laparoscopic approach and I felt that the patient was an appropriate candidate. Subsequently, the diagnosis as well as the procedure and its attendant risks and benefits were explained to the patient. He appeared to understand, asking appropriate questions and agreed to proceed. Written consent was obtained. Operative findings: the patient had a massive amount of adhesions mainly of greater omentum and small bowel to the anterior abdominal wall. Two hernia defects were noted, both quite large. The first defect was in the supraumbilical area and was approximately 8 x 8 cm in diameter. The second defect was in the infraumbilical location just left lateral to the midline. This was approximately 10 x 8 cm in diameter. This contained small bowel and fatty tissue. There was a third small defect bridging these two larger defects. Operative procedure: ¿the patent was taken to the operating room and placed supine on the operating room table. Intravenous antibiotics as well as subcutaneous heparin were administered and sequential compression devices placed on the lower extremities. After adequate endotracheal anesthesia, a foley catheter was placed in the bladder and the patient¿s abdomen was shaved, prepped and draped in the usual sterile fashion. A 5-mm incision was made in the left upper quadrant followed by a veress needle to insufflate the abdomen. A 5-mm port was placed after insufflation and a 5-mm laparoscope was placed into the abdomen. Adhesions were immediately encountered throughout the upper abdomen. These adhesions were carefully removed until a second port could be placed. After placing the second port, adhesiolysis was begun. A third port was then placed in the right mid abdomen under direct laparoscopic control. Adhesiolysis was performed for the next 90 minutes. An 8 x8 cm defect was noted in the supraumbilical area containing mainly fat tissue. A second 10 x 8 cm defect was noted just left lateral to midline in an infraumbilical location. This contained small bowel and fatty tissue. After at least 90 minutes of adhesiolysis which included removal of the hernia sacs at each of these hernia defects, it was felt that there was adequate room to place a mesh. A third defect was noted in the bridging tissue between the two defects. This was quite small, approximately 1 cm. The margins of the hernia defects were marked out on the skin. A piece of 36 cm x 24 cm x 1 mm ptfe mesh was brought on to the field and trimmed to the appropriate dimensions. It was felt that both these defects should be covered with the same mesh which was quite large. Sutures consisting of 0 ethibond alternating with 0 gore-tex were placed at 4-cm intervals along the circumference of the mesh. The mesh was rolled up and pushed into the abdomen through the 12-mm port site. Once in place, the carter-thomason device and the gore suture passer was used to place the mesh into position over the defects using transfacial suturing. This was difficult given the size of the mesh, however proceeded fairly smoothly. Each transfacial suture was brought through an 11-mm stab wound and tied into position when all were placed. The pneumoperitoneum was then allowed to dissipate and the transfacial sutures tied with no pneumoperitoneum. Pneumoperitoneum was re-established and a tacking device used to additionally secure the mesh at 1-cm intervals throughout its circumference. On completion of the hernia repair, there was good coverage of all defects with the mesh. Tisseel fibrin glue was placed between the mesh and the defect to decrease the risk of seroma. A final check for hemostasis noted no bleeding. All ports were removed under direct laparoscopic control and no port site bleeding noted. The pneumoperitoneum was allowed to dissipate. The skin of the port sites was reapproximated with 4-0 vicryl suture followed by benzoin and steri-strips. The 11-mm stab sites were reapproximated with benzoin and steri-strips. Sterile dressings and abds were applied followed by an abdominal binder. The patient tolerated the procedure well and at the end of the case was extubated and transported to the recovery room in satisfactory condition.¿ (B)(6) 2007: [facility ni]. (B)(6), pa-c. Post procedure/postoperative progress note. Pre procedure diagnosis: ventral hernia. Post procedure diagnosis: same. Procedure: lap ventral hernia repair x3 with mesh. Physician: (B)(6). Assistants: (B)(6). General anesthesia. Estimated blood loss: 30 cc. Replacement: none. Specimen/tissue removed: none. Complications: none. Findings: see dictated op note. (B)(6) 2007: (B)(6) center. Intraoperative nursing record. I = dual mesh: goretex plus. Cat #: 1dlmcp08. Lot #: 04876137. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04876137) was implanted during the procedure. Relevant medical information: (B)(6) 2007: (B)(6) center. Nurse notes. Operative asa 2. (B)(6) 2007: (B)(6) center . (B)(6), md. Pathology. Specimen #: (B)(6). Specimen(s): hernia sac. Final diagnosis: hernia sac: consistent with hernia sac. Clinical history: 49-year-old male. Gross: one specimen is received labeled with the patient¿s name and medical record number. The specimen is designated ¿hernia sac.¿ the specimen is received in formalin and consists of two tan pink wrinkled irregular tissue fragments, the larger measuring 3.0 x 1.2 x 0.5 cm and the smaller measuring 2.0 x 1.2 x 0.3 cm. Both the fragments are entirely submitted in one cassette. Microscopic: performed. (B)(6) 2007: (B)(6), md. Discharge summary. Admit date: (B)(6) 2007. Discharge diagnosis: ventral hernia repair. History of present illness: status post multiple abdominal surgeries for diverticulitis including colostomy and ileostomy presenting to dr. (B)(6) clinic referred from dr. (B)(6) with a hernia at the left lower quadrant at the site of the ileostomy. Evaluated at dr. (B)(6) clinic and admitted to have procedure, minimally invasive. Hospital course: admitted (B)(6) 2007, underwent operation without complications and was sent back to the floor. Postoperative course was not complicated. Started on clear liquid diet initially. Was tolerating diet with some nausea; however continued to be on intravenous fluids until he tolerated a regular diet without nausea. Postoperative day #2; passed gas and bowel movement and tolerating diet. Intravenous fluids stopped. Pain controlled with oral pills. Postoperative day #3 ambulating, tolerating oral diet and pain was controlled. Exam was unremarkable with soft nontender abdomen with incision clean, dry and intact with steri-strips in place. Ready to be discharged home. Follow up instructions: follow up with dr. (B)(6) clinic in 1-2 weeks. Discharge instructions: avoid driving while taking narcotic pain medications. Avoid lifting, lifting more than 10 pounds for at least 4 weeks. Avoid soaking in water for 1 week. Showers with soap and water are okay. Report any fever more than 101.5, increasing abdominal pain, increasing chills or bleeding or signs of infection to the emergency department. Follow up with primary physician or dr. (B)(6) for other issues. (B)(6) 2008: (B)(6) center. (B)(6), md. Emergency room visit. Abdominal pain; vomiting associated with loss of appetite, nausea, vomiting. Exam: moderate distress. Abdomen: soft, tenderness, guarding, bowel sounds decreased. CT scan: positive small bowel obstruction terminal ileum. Impression/plan: small bowel obstruction. Dehydration. Admitted. (B)(6) 2008: univers(B)(6) center(B)(6). [Provider ni]. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Prior history of diverticulitis complicated by rectal vesicular fistula with subsequent partial colectomy. Also history of ventral hernia repair. Findings: postsurgical changes of a ventral abdominal hernia repair with overlying surgical mesh and prior partial colectomy with suture material in the area of the rectum. The stomach is distended with fluid and air. There are multiple dilated fluid filled loops of small bowel beginning in the proximal jejunum and extending to the terminal ileum. There is a positive small bowel feces sign. Apparent transition point in the distal ileum is adjacent to the inferior aspect of the anterior abdominal wall surgical mesh. There is a small amount of free fluid within the abdomen and pelvis. Impression: small bowel obstruction with apparent transition in the terminal ileum adjacent to the inferior aspect of the anterior abdominal wall surgical mesh. Findings suggestive of adhesion. No pneumatosis, free air or fat stranding to suggest bowel perforation. Small amount of ascites. Postsurgical changes of partial colectomy and anterior abdominal wall hernia repair. 2 cm hypodense lesion within the left kidney, likely a simple cyst. Degenerative changes of left hip.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, small bowel obstruction, adhesions to small intestine, scarring, adhesions, adhesions to bowel. Additional event specific information was not provided.